Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on the pre-decontamination evaluation of the returned device. It was observed that the entire working length of the delivery system balloon was missing / not provided. The following sections of this report have been updated: h3, h10, and additional code added to h6 device code. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, left femoral access was obtained for a tavr procedure. A 14fr esheath+ was inserted. During the deployment of the 26mm sapien 3 ultra resilia (s3ur) valve, the commander delivery system balloon burst on sinotubular junction calcium. No additional volume had been added to the balloon prior to inflation. It was attempted to remove the commander per balloon rupture protocol. There was coaxial alignment of the delivery system upon reentry into the sheath, and the delivery system was completely unflexed. The commander would not fully withdraw back into the sheath, so the team removed the sheath and delivery system as a unit. The tip of the commander (nose cone) broke off inside the left external iliac/left common femoral artery and remained stable over the safari wire. A new 14fr esheath+ was partially inserted into the left femoral. The commander tip was removed by snare through the sheath in the left femoral artery. Vascular surgery was called in for open repair due to dissection of the left external iliac and femoral artery. Access was obtained on the right femoral artery and post dilation of the s3ur was completed with a 25mm true balloon, resulting in zero paravalvular leak and zero aortic insufficiency. The patient was stable throughout and transferred from the cath lab to the or for open vascular repair. All pieces of the delivery system were recovered from the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned to edwards lifesciences for evaluation. The returned device was visually evaluated, and following was observed: full circumferential radial balloon burst at both proximal and distal shoulder. Balloon wings flared out. Stretching on proximal portion of balloon spring/additional spring section stretched further during removal. Due to the nature of the returned device, dimensional and functional testing were unable to be performed. Imagery of the patient's anatomy was provided, and the following was observed: calcification was present in landing zone. Tortuosity was present in patient's access vessel. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The delivery system balloon burst was confirmed. Available information suggests patient factors (calcification) likely contributed to the event as imagery revealed the presence of calcification on the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The difficulty withdrawing the delivery system into the sheath was confirmed. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the altered balloon profile may have increased the likelihood of it catching on the distal end of the sheath tip. This could have further enlarged the overall device profile, contributing to the retrieval difficulty encountered when attempting to remove the entire system as a single unit. Additionally, the observed sheath damage (distal tip torn) suggests that a high withdrawal force was encountered. The component separation of both the delivery system balloon material and the distal tip was confirmed. In such conditions, additional pull force/device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.